Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 1200+ mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer stated that he could not keep his water and medicine down. The customer was taken to the hospital by ambulance. The customer also had high reading above 400 mg/dl and low reading below 20 mg/dl. The customer stated that the pump was also dropped into a toilet. The insulin pump will not be returned for analysis.